Manufacturer narrative:
(B)(4) is the international list number which meets the requirements of the similar product listed in the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 218, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unreported date, the patient was hospitalized due to an inflamed stoma and he was successfully treated with penicillin. Since (B)(6) 2018, the patient was home.